Event description:
It was reported that 2 pen ndl 32g 6mm 3b tw 70ct jpn experienced inner shield or outer cover/cap does not attach/detach after use. The following information was provided by the initial reporter: after injection, the pen needle wouldn't detach from the flex pen.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 pen ndl 32g 6mm 3b tw 70ct jpn experienced inner shield or outer cover/cap does not attach/detach after use. The following information was provided by the initial reporter: after injection, the pen needle wouldn't detach from the flex pen.